Event description:
During bypass, the tubing disconnected from the inlet to the oxygenator resulting in blood loss. The customer reported tie-banding the connection during set-up and did not note any apparent stress on the connection. The flow rate had been 4 liters per minute and the resulting blood loss was approx 500-600 cc. The pt's crit had been at 33. After the blood loss, the crit dropped to 24. A unit of blood was given to the pt to raise the crit. There was no pt detriment.

Manufacturer narrative:
The connection that came apart during this incident was made by the customer between the tubing pack (catalog number 627154401) supplied by cobe cardiovascular and an oxygenator supplied separately. Samples of the same type of tubing and oxygenator were used for testing. The tubing was attached to the oxygenator inlet port with a tie-band placed between the barbs. Fluid was circulated at 4 liters per minute for more than 6 hours. Attempts were made to cause a disconnection by pulling on the tubing. The tubing did not leak or disconnect at any time during the testing. The customer's report could not be duplicated. It is possible that the customer's application of the tie-band was inappropriate. If a tie-band is placed on the barb of the port or distal to 1st barb of the port, it may not secure the connection and could actually add stresses on the connection. Proper tie-band location will be included in the issue response to the customer.